Manufacturer narrative:
Philips service replaced the power inverter (point) certeray and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that radiation interruptions due to point resonance frequency and gate driver faults on a azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.